Manufacturer narrative:
(B)(4).

Event description:
It is reported that the patient is experiencing knee pain and instability. Patient also alleges that implants feel loose.

Manufacturer narrative:
Device history records were reviewed and no deviations or anomalies were found. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The package insert states that joint instability is an adverse effect. This is therefore a known inherent risk of the procedure. A product history search revealed no additional complaints against the related part and lot combination. A definitive root cause cannot be determined with the information provided.